Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, right after an anesthetist intubated the product into the patient, it started to leak. It was reported that a new kit was used to reintubate the patient and it worked properly.

Manufacturer narrative:
One sample of endotracheal tube with stylet was received for evaluation. An inflation/deflation test was performed 25cc of air was applied to the cuff using a syringe and it was observed the cuff deflated immediately. A visual inspection was performed, and it was observed the cuff presents a cut which was measured 0.5770 inches. This reading was taken using caliper calibration. The cause of the observed condition was determined to be cut in the cuff. The product relates to the reported complaint event. Information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.